Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump buttons are unresponsive. Customer did not recall blood glucose at the time of incident. Customer is unable to adjust any of the values. The up key is not responding. Troubleshoot was performed. Customer believe the issue is because the pump is out of the box for less than 20 minutes. Customer states the button was unresponsive during an easy bolus attempt. Customer states block mode is inactive. After troubleshooting, the buttons are still unresponsive. The customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced.

Manufacturer narrative:
Findings: all buttons functioning properly no damage on the keypad assembly and the connector on was locked properly during visual inspection. Passed leak test. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.